Event description:
Customer reported that when the low reservoir alert occurs on the insulin pump they are unable to clear it. The esc and act buttons on the insulin pump seem to be unresponsive. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.